Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. Unit responded properly to all button presses during testing including the prime/fill process. No unresponsive buttons noted. No prime anomaly noted during testing. No button error alarm noted. No damage noted on the keypad. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 650 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with insulin pump, insulin shots and liquids. Customer stated that act button was not responding and drive support cap was flush. Customer did not allege insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.